Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, noise episodes with loss of capture was observed. The lead was capped and replaced. The condition of the patient was good.